Event description:
Information received by medtronic indicated that the customer experienced a hyperglycemia with the blood glucose value of 600 mg/dl. Hyperglycemia was treated with insulin pump and manual injection. Troubleshooting was performed and customer noticed large crack on back of the pump. Customer experienced nausea and vomiting symptoms. The device was used with in the 48 hours of the reported event and smart guard/auto mode was not active at the time of event. No further patient complications were reported. Customer was advised that the product will be replaced. The customer will discontinue the use of the device. The product will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring=black. Case type =ngp. Customer returned device due to alleged high blood glucoses & cosmetic damages located at an unspecified area on (B)(6) 2022. The device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test. P- cap was inserted and properly locked into place. No unexpected alarms/alert/anomalies noted during testing. Unit was successfully downloaded with thus for history files and traces. No alarms/alert/anomalies noted on event date in history files and traces. Device was cut open to perform visual inspection and found evidence of moisture damage on electronic assembly, motor home switch. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), fading and stained serial label, corroded home switch. No unexpected alarms/alert/anomalies noted during testing. Cosmetic damage was confirmed at an unspecified area. Unable to confirm high bg anomaly during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The device was returned for analysis.

Event description:
The device was returned for analysis.